Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient is having problems with her implant which include but are not limited to severe pain in the area of her right hip and other areas of her body, unsafe levels of a metal or metals in her body and other physical problems. It is further alleged that her medical providers have opined that the product implanted in (B)(6) 2007 needs to be removed due to physical problems/conditions which stem from the product. Additional information provided by sales rep on (B)(6) 2012: doctor revised patient's right hip due to adverse local tissue reaction altr.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.